Manufacturer narrative:
We received information that hemolysis resolved with repositioning and the patient had pre-existing condition of mitral regurgitation (mr) and chordal cord rupture before insertion of impella. These events were unrelated to impella.

Manufacturer narrative:
The cp pump was suspected of hemolysis during the case. It was unknown if hemolysis was confirmed through lab data. It was described that there was positioning issues that vary from the pump being too deep, with the outflow possibly interacting with the aortic valve, to the pump being pulled back while the patient was being moved, leaving the pump too shallow. The returned data logs confirmed that the positioning issues described occurred and the returned pump did not appear to have sharp surfaces near the shear zone, although the impeller was eccentric to the housing. The pump passed hemolysis testing per dir ID (B)(4) in document (B)(4). The root cause of the suspected hemolysis was unable to be definitively determined because there were multiple compounding variables that could've contributed to the reported failures.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs) via the right femoral. The impella cp was removed 30 minutes after hemolysis was suspected by the clinical staff. Hemolysis resolved 10 hours after removal of the impella cp. Patient's urine was reported to be the color of red wine.